Event description:
It was reported that the left ventricular (lv) lead post-operatively exhibited pacing thresholds above normal range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2017; 5076-58, lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.